Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 21.4cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink.

Event description:
Reportable based on device analysis completed on 28oct2020. It was reported that shaft kink occurred. The 90% stenosed, 4.0 x 8mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.0mm x 8mm quantum maverick balloon catheter was advanced for use; however, during procedure, the balloon delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed a shaft break.